Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. It was reported that after removal of the sensor pod, the sensor remained under the patient's skin. The patient was taking to the clinic for x-rays and x-rays confirmed there is a sensor wire under the patient's skin. Patient's mother stated that a surgeon removed sensor wire from skin on (B)(6) 2016 and the surgeon was to follow up the following tuesday ((B)(6) 2016). Patient's mother stated there has not been any contact with the surgeon nor had there been any additional medical interventions. Patient's mother reports patient is still experiencing some pain. Dexcom technical support advised the patient's mother to monitor and consult with her health care professional for further advice. No additional even or patient information is available. Data download log was provided by the patient mother and reviewed for evaluation on 02/01/2016. Complaint for a detached sensor wire could not be confirmed. The root cause could not be determined post investigation.